Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the defective z-axis pick-up motor and verified cup transfer alignments. The fse cleaned the incubator, rotor, sample nozzle, and wash probes then verified cup transfer operation. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for this event is the z-axis motor.

Event description:
On (B)(6) 2015, a customer reported error 4151 c. Trans-z home detect error on the aia-900 instrument. An all set home and reboot did not correct the error. The customer is unable to run patient samples on fsh, prog, lhii, pth and e2. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prog, lhii, pth and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.